Event description:
Customer stated, "" when I was moving it around the table, it hissed and smelled like it was hot or going to burn, one of the electrical cords seems to have broken open."" Product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint.  The investigator observed a cut on the cord near the strain relief. This is likely due to excessive flexing of the cord over an extended period to time. Additionally, the investigator observed that the pad was being misused. The pad was bunched and stained, this is observed when the pad is folded/ laid on. IFU states ""do not sit on, lie on, or crush pad. Avoid sharp folds. The cord was also twisted. The IFU states ""loop cord loosely when storing. Tight wrapping may damage cord and internal parts."" Based on the (B)(4) review of feedbacks, (B)(4) did not observe a similar issue within the lot.